Event description:
In 2008, the pt reported that the down button of her infusion device began intermittently responding one month prior, which may have caused her blood glucose to be elevated. She stated that when she woke up her blood glucose measured 340 mg/dl. Her normal blood glucose range is 125-140 mg/dl. She was unsure how to bolus without the use of the down button. She was instructed how to perform a standard bolus to lower her blood glucose. She also reported that there is some condensation in the insulin cartridge. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.